Event description:
Procedure: sigmoid resection. According to the reporter: the instrument was closed and fired properly, but after opening the clips were not formed. The instrument has not released completed and a new instrument was used. No person injured. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There sas no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).